Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the pump touchscreen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 153 mg/dl.